Event description:
Near end of infusion (neoi) alarms - currently we have 4 profiles identified: nicu, picu, hot, and floors. Neoi alarms can only be applied at the profile level, meaning that if the setting was enabled, alarms would trigger for both continuous and intermittent infusions on the syringe pump. This would likely create alert fatigue. The desire to have the ability to set the neoi alarm at the continuous vs. Intermittent level or even at the drug level has been escalated to carefusion. This request is common among their customers and was confirmed to be on their roadmap, however, may over 1.5 years to implement. Mitigation plan: the kvo (keep vein open) setting was reviewed as a compromise. Kvo allows the differentiation between continuous and intermittent infusions. We would enable kvo for only continuous syringe infusions. However, there is concern over known scenarios where this plan has risk and would require additional vigilance by nursing. All pumps at this facility are affected (approximately 1,000+). This facility has been working with the manufacturer on this and many other issues associated with this device. The large volume infusion pumps have been in place for one year and partial implementation of smaller pumps (eg: syringe pumps) began mid-year this year. However, the remaining phases for implementation have been halted due to the number of concerns and the potential for patient harm that they present. Accurate and dependable IV infusion in the pediatric population is critically important. Due to the nature of the critically ill pediatric patient and the volumes of medication that they receive (relatively small doses), small delays and interruptions such as these problems cause can create critical situations for the patient which require additional monitoring and/or medical intervention. The manufacturer has been notified of these problems but has not provided an adequate solution to the problems.